Manufacturer narrative:
Product analysis: manufacturer's analysis indicated that the external pulse generator (epg) had a broken ventricular output connector. It was also indicated that the main printed circuit board (pcb) was out of specification. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.